Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed evidence of a short battery life with a drastic voltage drop and a call service 177 warning. The battery compartment was cracked at the threads on the side and below the grip pad. The returned battery cap was undamaged and able to fit. Unrelated to the original complaint, evidence of moisture corrosion was observed in the battery canister with a leak. The pump alarmed with a call service 177 warning upon confirming the ¿verify¿ screen. The ¿ez-prime¿ steps were performed correctly, and all current readings were within specifications. The pump cover was removed and no further moisture corrosion or any intermittent conditions were found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.